Event description:
The pt underwent an interventional procedure. The physician attempted closure of the arteriotomy with a prostar pxl 8 fr. Device. When attempting to deploy the needles, resistance was encountered. Needle backdown was successful, and the first device was exchanged for a second. Resistance was again encountered when needle deployment was attempted. Initial backdown attempt was unsuccessful. Under fluoro the needles were visualized half deployed in the barrel of the device. With some manipulation, the needles were backed down far enough to remove the device. Manual compression was used to achieve closure. The pt recovered without incident. The surgical clips were visualized when fluoroscopy was done.